Event description:
Additional information received reported that the hcp (healthcare provider) had received a new software card and had not had any issues with the 8840 since. It was noted that there was no issue with the patient¿s therapy, there was no interruption in therapy.

Event description:
It was reported that when the physician¿s office interrogated the pump for the first time after a catheter replacement they got a pump memory error; pump and catheter data were invalid. It was determined the software card was not the current version. The physician was referred to the manufacturer¿s representative to obtain a new software card in order to complete the interrogation. There were no patient symptoms reported. The pump contained baclofen, concentration and dose were unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013: product type catheter; product ID 8840, unknown implanted: product type programmer. (B)(4).